Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the date of onset/diagnosis was (B)(6) 2014. The patient was given intravenous (IV) and oral antibiotics and had a total device explant. The patient symptoms were reported to be ongoing and the patient was admitted to an extended care facility. Elevated blood glucose, a carcinoid tumor, and post-operative wound or skin contamination were noted to be risk factors that applied to the status of the patient before the implantation of the device. Culture was obtained from the device pocket, cerebral spinal fluid (csf), blood, and catheter tip. 1 colony of staphylococcus coagulase-negative was found.

Event description:
It was reported that the patient presented with superficial redness and heat at the pump pocket site. The patient was given IV antibiotics, but due to a pocket infection the pump and catheter were removed. The location of the issue or symptoms was the device pocket. It was later reported that the patient did not have meningitis. There had not been a refill performed since implant. The explant went well and the patient was still on antibiotics at the time of report. The pump was used to infuse morphine.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).